Event description:
It was reported that the device would not detect the therapy cable connection. The device was unable to charge and provide defibrillation therapy. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control provided the customer technical assistance and provided the therapy pcb part number information to troubleshoot the issue and repair the device. The device was not returned to physio-control for analysis/repair.